Event description:
It was reported that the pump delivered less insulin than requested for a bolus. The customer's blood glucose (bg) level subsequently increased to 587 mg/dl. Customer attempted to address elevated bg by a bolus via the pump. Reportedly, the customer was admitted to the intensive care unit (ICU) on (B)(6) 2024 for the elevated bg and diabetic ketoacidosis (dka). The customer was treated with intravenous fluids of saline and insulin. No permanent damage was identified related to the issue. System check with tandem technical support confirmed the pump delivered less insulin than requested. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to obtain the hospitalization release date but additional information was not provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.